Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube was completely bent. The carrier tube assembly was removed from the hemostasis sheath and the collagen was found stuck in the hemostasis valve. The deployment sleeve of the device was in the full rear lock position with color bands fully exposed. The suture still intact, connecting the carrier tube and hemostasis sheath. The tamper tube was completely exited from the tube and visible as well. The bypass tube was removed from the hemostatic valve. There was a kink noted on the hemostasis sheath. No other visual anomalies were noted with the device. Manual tension was applied but was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the collagen was exposed and stuck into the hemostatic valve. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deploy and the whole unit came out on pullback. Additional information was received 23august2019: the procedure performed for the patient prior to use of the closure device was pci (percutaneous coronary intervention) to ramus circumflexus (circumflex artery). The sheath size used was 7 fr. The patient was reported to be in stable condition. Hemostasis was achieved by manual compression.